Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jul2020.

Event description:
It was reported that while in use on a patient, the ventilator was running on battery for about 30 minutes when a battery failed error message occurred and the ventilator shutdown. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se found the battery failure error code in the ventilator logs. The customer had opened the power management (pm) board before the se attending the site. The se checked the voltages from the pm board and they were within specification. The battery was tested and capacity failed to go above 88%. The battery was replaced and the customer was advised to charge the battery for approximately 4 hours before placing it in clinical use. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.